Manufacturer narrative:
The device was received at zoll medical corporation for evaluation. The customer's report was duplicated and attributed to defective display cable. The display cable was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device's display showed vertical lines and was not legible. Complainant did not indicate that there was any patient involvement in the reported malfunction.